Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving 500mcg/ml baclofen at an unknown dose via an implantable infusion pump for intractable spasticity. It was reported that the patient had missed a refill, and the pump was empty because they wanted to discontinue therapy. The patient began taking oral medication to offset the withdrawal symptoms. The patient then did not want to continue to go through withdrawal so they chose to proceed with the pump therapy. The pump had been empty as of (B)(6) 2018. No further complications were anticipated/reported.